Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a medwatch form which indicated that the pump was replaced because it potentially malfunctioned causing a possible medical overdose. The patient was hospitalized related to the event. The event was considered non-life threatening. No further complications were reported/anticipated.

Manufacturer narrative:
Per the manufacture¿s device registration the pump was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10mg/ml at 0.801mg/day and dilaudid 10mg/ml at 0.801mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported that the patient presented in the ER (emergency room) with symptoms of being nauseated, feeling ¿stoned¿ and disoriented. The healthcare provider stated that the patient¿s pump was refilled today and since the pump was filled the patient started having these symptoms. It was unknown if a dose adjustment was made but the healthcare provider stated the print off did show a bridge bolus in progress for 73 hours. The healthcare provider wanted a local company representative paged. On 16-may-2018 additional information was received from the company representative who stated he had a follow up with the healthcare provider and the patient today. The patient was seen in the ER (emergency room) last night and discharged. Today, (B)(6) 2018, the healthcare provider checked for a volume discrepancy and now the healthcare provider stated they were missing 3ml of the 20ml refilled to the pump. The healthcare provider was questioning a partial pocket fill. Per the company representative, the healthcare provider refilled the pump with the 17ml of drug and 30 minutes post refill the patient had the same symptom. The healthcare provider monitored the patient and the symptoms improved. The healthcare provider has elected to replace the pump and was questioning drug leaching from the refill septum. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.